Event description:
The product was used during a colon procedure. Reportedly, the staple line was incomplete. The surgeon resected the application site and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.